Event description:
(B)(4). Event occurred in (B)(6). The patient reported that the infusion set's tubing came apart at the quick release while the patient was sleeping. The site location was at patient's abdomen and the pump was attached to the pants with belt clip. The infusion had been in use for eight hours. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.